Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer to the olympus representative, the device teflon pad was detached during an unknown procedure. There is no harm or adverse impact to the patient.

Event description:
Addendum feb 21, 2023: the procedure was therapeutic laparoscopic liver resection. A probe damage error message was received. The detached teflon pad did not fall into the patient body. The doctor was performing coagulation at the time of the event with settings 3/3. The device was inspected prior to use with no anomaly noted. Two other devices also failed during the procedure. The failure of the two devices was not specified, but failure of these two devises did not impact the patient. The procedure was completed with a new similar device, with a delay as required for opening new devices to replace the three devices. However, there was no adverse impact to the patient or procedure due to the delay or multiple device failures. Patient was given additional anesthesia.

Manufacturer narrative:
The returned device has been evaluated. Additional information has been received for this event. Correction is being made to the lot number. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d9, d10, g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. A visual inspection on the received condition was performed on the device. The ptfe teflon pad (tissue pad) was inspected and found it is separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. Based on the device evaluation and the past investigation results, it is likely the probe damage error and the peeling of the tissue pad occurred as follows: 1. Grasping section was closed without grasping anything while the output in seal and cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal and cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed on the probe and the probe damage error occurred. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d8. Information added that was inadvertently not included on the previous submission.

Manufacturer narrative:
This report is being supplemented to provide corrections to the initial with information inadvertently left out of d10. Olympus will continue to monitor field performance for this device.